Manufacturer narrative:
A ge svc rep performed an onsite investigation. The b+ batteries were replaced. The sys was then found to be operating as intended.

Event description:
The customer reported that the sys was displaying over voltage error messages, the tube was making loud popping noise and the screen was going black. An alternate system was required to complete the case. There is no report of pt injury.